Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen femoral stem catalog #: ni lot #: ni, unknown nexgen polyethylene articular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient is being considered for a right knee arthroplasty revision due to unknown reasons post-operatively. Attempts have been made to retrieve additional information, however, no additional information is currently available.

Manufacturer narrative:
The product was evaluated through radiographic inspection, however, the reported scheduled revision could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.